Manufacturer narrative:
The patient¿s clinical symptoms and suspected pump thrombus were reported under MFR report # 2916596-2015-00025. No products were returned for evaluation. The submitted system controller log file captured multiple driveline fault alarms, speed drops, increased pump power and estimated pump flows, and decreased pulsatility index values. The pump operated as intended at the fixed speed with the exception of a momentary pump stoppage for approximately five seconds. The reported alarms could not be correlated to a device related issue. The captured momentary pump stop event is consistent with other events previously reported to the manufacturer. The reported event is being addressed through the manufacturer's corrective and preventive action process. A review of the device history records revealed that the device showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient called the vad coordinator stating that she experienced a driveline fault alarm for the fourth time. The first time the vad coordinator cleared the alarm and it did not come back for 24 hours. When the alarm occurred again, an x-ray was taken, and it was negative. The patient¿s system controller was then exchanged. The patient called 2-3 weeks later stating that the driveline fault alarm occurred again. The alarm was cleared but it immediately reoccurred, and the system controller was exchanged again. Reductions in speed and increases in pump power were noted in the patient¿s event history. The patient¿s system controller was exchanged. The event history was reviewed on (B)(6) 2014 and the driveline fault was confirmed. It was noted that while the patient was connected to the power module, a low flow event occurred and was associated with a low speed event in which the pump speed momentarily decreased to 0. The pump immediately ramped up and resumed normal operation.

Manufacturer narrative:
The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: driveline fault alarm, patient outcome: urgent transplant. Device malfunction causative factor: no cause identified,

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received on 01/26/2015 that the patient continued to experience the reported issues of increases in power and driveline fault alarms. The patient was moved up to 1a status on the transplant list and received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The system controller has not been returned to the manufacturer. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.